Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #2 of biotestcell p3. Tango optimo interpretated the reactions as negative, while the customer's assessment of the test result was positive. The customer has neither returned the supposedly defective product nor the samples that had caused false positive test results. Our quality control laboratory tested the allegedly defective product biotestcell p3 with positive and negative controls and 21 negative plasma samples. All positive and negative reactions were correct. Only red cell #2 did not show a discrete button, but had a haze surrounding. Therefore, cell #2 would occasionally display a +/- reaction instead of a clear reaction. Because of this finding an internal deviation will be initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.